Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information from the healthcare provider stated the patient had a revision surgery on (B)(6) 2013 due to poor placement of the implantable neurostimulator (ins) and poor communication with the patient's charger. It was reported the patient had a charging issue because the ins was probably placed too deep. During the revision, the ins was placed in a more superficial location and it was reported the device 'worked well' and had better function. It was reported the patient did not require hospitalization and recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) malfunctioned. The reporter stated that the ins would not charge and there was no signal so the device lost power. It was further reported that a revision was done to move the ins. The ins was put in a second time on (B)(6) 2012. The reporter stated that the device still did not charge "like it should," it took "forever" and the patient had to sit for three hours at a time to charge. Additional information has been requested but was not available as of the date of this report.